Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2015 with the following findings: a review of the pump black box data revealed cs 054 errors following a cs 128-replace battery alarm. During a visual inspection of the pump, the battery compartment was found to be cracked. The returned battery cap secured properly to the pump. The pump was exercised with the returned battery cap for 24 hours with no power interruptions or call service alarms occurring. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of a no power issue was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.